Event description:
A patient reports while activating a pod the pods slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports their blood glucose level had rose to 442 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Analysis of the pod download data indicated that the pod ran for 0 pulses and was returned in pod state 15. No damages or deficiencies were observed within the drive mechanism components. It could not be determined if the device was activated before or after reaching the user. As such, the cause of the reported event could not be determined.